Event description:
Wash and care put in microwave to heat. Employee "intended" to set microwave for 20 secs, and walked away. Mocrowave apparently set for 2 mins. Package melted with smoke and very toxic fumes. Presented a safety hazard to staff as well as pts in the area. Exhaust fans used to clear smoke and fumes.